Event description:
Additional information was received that the noise resulted in oversensing on the right ventricular (rv) lead.

Event description:
During a clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.